Event description:
It was reported that the patient with this right ventricular (rv) lead presented high out of range impedance measurements. The lead remains in service. No adverse patient effects were reported. Additional information was received indicating an alert for shock lead impedance greater than125ohm.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented high our of range impedance measurements. The lead remains in service. No adverse patient effects were reported.